Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy catheter balloon was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was bending at the top. Reportedly, the balloon was removed and inspected, it was noticed that the balloon looked unusual. The procedure was completed at this time. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.